Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available, a supplemental report will be issued.

Event description:
The surgeon reported that the patient slipped in the shower and complained of bad pain in his femur. The surgeon took x-rays which showed a clear fracture of the femoral nail. The patient was revised. According to the surgeon, the patient is well rehabilitated post-operatively. This was a single non-recurring event.